Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape button dome switch. The keypad connector was found fully locked. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 1325 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for a few days and was treated with fluids. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer reported that the esc button was not responding. Customer was advised that insulin pump would need to be replaced.